Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. Received customer picture. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations. The cause of the event cannot be determined. Corrected and additional data : d5: healthcare professional; h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Manufacturer narrative:
(B)(4) a date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
The customer provided a photograph and reported a reoccurrence of the sst's not separating the blood correctly. The customer advised they received messages which stated the tubes are not spun, partially spun. The customer confirmed the tubes are inverted the recommended number of times as per page 3 of the IFU. The customer confirmed a full blood clot formation was observed prior to centrifuging the tubes. The customer's centrifuge is a 642e drucker diagnostics unit with a speed of 3402rpm and a run time of 15 minutes. The centrifuge was calibrated on 03apr2023 and is due for re-calibration by 30apr2026. The customer advised all 455071p/b24013mw tubes had been used. When asked if other samples were centrifuged at the same time as the claimed tubes, the customer said yes. When asked if these samples separated sufficiently, the customer said no.